Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose (bg) level. An infusion set change was performed resolving the occlusion. System check could not be performed as the occlusion occurred in the past.